Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, a cut in the optic of lens noted. He had to cut the lens to remove, then changed out the company cartridge, and re-implanted another company lens with no patient complications. Following the case, it was mentioned he felt increased resistance with the company injector, and thinks that was somehow related to the defect in the iol.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cut in the optic, lens removal and increased resistance with the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).